Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue was confirmed. Upon inspection, leaking was observed on the biopsy channel. Internal cut on biopsy channel was identified. In addition, further inspection found peeling on the forceps cover glue, pink rubber glue has a cut. The elevator channel water/flow inlet was determined to be loose and crack on a-rubber was noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of leak in biopsy channel. The issue found during reprocessing. There is no patient involvement associated on this event. No user injury reported. Device inspection found peeling on forceps cover glue. This report is being submitted for forceps cover glue peeling found during device evaluation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 21-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed leaking on the biopsy channel; however, this defect is not considered severe enough to cause a potential adverse event. The results of the investigation confirmed that the forceps cover glue was found to be peeling. The specific root cause of the peeling cover glue on the forceps not be determined at this time. Olympus will continue to monitor field performance for this device.